Event description:
It was reported that the patient experienced diaphragmatic stimulation on (B)(6) 2012 and the lead was turned off. The lead was explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.